Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
(Report 3 of 3). It was reported during a surgery on a distal radius, when the surgeon was driving the screw the 1.5 hex driver tip broke. The surgeon replaced it with another 1.5 hex driver tip which proceeded to break at the tip. The surgeon used a frag-loc driver to complete the surgery with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00651.